Manufacturer narrative:
The device investigation is still in process and upon completion, the summary of the eval will be submitted as a follow up report. No pt injury was reported.

Event description:
User took a scan and heard a popping noise. Did not get an image and said machine is not making the x-ray sound.